Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that he believes when the insulin cartridge is half full, the infusion device delivers too little insulin. On (B)(6) 2012, he changed the insulin cartridge and the plunger of the cartridge became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. He was advised by his diabetes specialist and a company rep to clean and dry the cartridge compartment. On (B)(6) 2012, he found wetness in the cartridge compartment of the infusion device and his blood glucose was elevated to 230 mg/dl. He bolused through the infusion device but was unable to lower his readings. He injected insulin via pen to lower his blood glucose. On (B)(6) 2012, his blood glucose measured 230 mg/dl and he bolused through the infusion device and was unable to lower his readings. At 5:00pm, he changed the accessories and injected insulin via pen. His normal blood glucose level is 130 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.